Event description:
Per additional information from patient (pt). Patient stated the cause was unknown malfunction and consider faulty relay in implanted battery due for removal. Patient stated that some problem displayed with both generations at all external equipment and it was like the implanted battery mixes up transmitting or receiving and like a child game of telephone. Patient also added that the message the controller displays is so gambled if resets.

Manufacturer narrative:
Section b5 updated with additional information. Section h6 updated with additional code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on (B)(6) 2025 that they just got a replacement controller and battery pack not too long ago, and have had no problems with it until this morning. Caller stated they can't get the recharger to connect to the implant to charge. Caller added that they have been trying for about a half hour and it just keeps going from checking the recharger (15) to looking for device (51) and then poor recharge quality (76). Caller noted they last successfully charged the implant the day before yesterday without any issues whatsoever. Agent had caller examine the equipment for damage; caller noted the cord was bumpy near the connection to the paddle. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt) on (B)(6) 2025. It was reported that they received replacement recharger. But when using replacement, the controller screen flickers white and black, as well as the battery light on top. Agent helped pt reset controller, controller woke up and was charging (controller 60%, implant 90%). Reset did not fix issue, controller screen went white and then black as soon as recharger was plugged in. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt) on (B)(6) 2025. It was reported that they received the recharger and controller and still having issues and was tired of it. Pt would charge to 80% and then the light goes from green to orange and the screen goes black. A replacement battery pack was sent out. No symptoms were reported. Patient (pt) called back on (B)(6) 2025 stating that they had been having continuing problems and that they had been sent replacement equipment, so they had a new battery pack, controller, and recharger. Pt said that they were having an issue that they have never had before. Pt said that when they plugged the recharger into the controller to recharge the implantable neurostimulator (ins), the light at the top of the controller flickered orange and the controller shut off and became blank/unresponsive. Agent had the pt reset the controller and then unlock the controller. The controller was at 100% and the ins was at 70%. Agent had the pt connect the ac power supply to the controller; pt saw a strong flashing green light on the controller. Agent had the pt connect the recharger to the controller and initiate an ins recharging session. Pt saw recharging excellent with the controller light flashing green. Pt said that they didn't think that the issue was with the external equipment. Pt thought that the issue was with the internal components. Pt requested to meet with a rep. Agent redirected pt to healthcare provider (hcp). Pt then said that poor recharge quality appeared out of nowhere. Pt then saw recharging excellent again, however then poor recharge quality appeared again. Pt confirmed that the recharger hadn't moved. Agent offered to replace the recharger again, however pt declined. Pt was convinced that the issue was with the internal components. Pt will call hcp's office to schedule an appt to have the ins checked.